Event description:
The customer reported communication failures. This error will result in a system lock up or prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.